Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Initially the parents of the user did not notice any change in the hearing performance with the device. There is no report of any accident or trauma to the implant site. Re-implantation is planned.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. This is a final report.

Event description:
Initially the parents of the user did not notice any change in the hearing performance with the device. There is no report of any accident or trauma to the implant site.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No information, on possible further steps has been received.

Event description:
Initially the parents of the user did not notice any change in the hearing performance with the device. There is no report of any accident or trauma to the implant site. Re-implantation is planned but a date for surgery has not been made available yet.